Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified left anterior descending artery that was 99% stenosed. A 2.0 x 15mm nc trek balloon ruptured at 16 atmospheres during the second inflation. There was resistance met with the lesion during advancement. Another nc trek was used to continue the procedure, and the procedure was completed after stenting with a xience sierra device. There was no adverse patient effects and no significant delay in the procedure reported.